Event description:
Had 4 cypher stents implanted develop aneurysms around stents. Got sicker in 2008 and had open heart surgery because aneurysm grew. Sent letter to cordis corp. And asked what happens when aneurysms occur. Husband got sick and could have died if aneurysm and stent were not removed. Diagnosis or reason for use: blocked arteries.